Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was partially confirmed, it was found the image would flicker intermittently. Based on the results of the investigation, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had lines on the screen and a blackout. The issue was found during a diagnostic colonoscopy, which was completed with another device. There were no reports of patient harm.